Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, a technical support specialist (tss) remoted in and assisted customer in returned to the key to the cabinet. A cycle count was performed; however, the key was not found in the cabinet. System records indicated that the key was last issued to the user on april 19, 2026, and efforts were initiated to locate it.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to login and unable to pull out the key, which located on cubexcab. There were no delay, no adverse events or injuries reported based on this event.